Manufacturer narrative:
The device was received at zoll (B)(4). The customer's report was duplicated and the ECG board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.